Event description:
It was reported that a malfunction occurred with a displayed code, but no notable events took place beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which was understood and acknowledged by the caller.